Manufacturer narrative:
Other relevant device(s) are: analysis of the 9733686 found insufficient information. Analysis was unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation while in sacroiliac and thoracolumbar procedure. It was reported that while the imaging system and navigation system were used, the silhouette of a probe was not shown on the imaging system ap screen. It was reported that the issue would occur intermittently. The procedure was completed with the use of navigation system. There was a delay of less than 1 hour. No known impact on patient outcome.